Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports tip broke during use. (B)(6) 2016 customer reports device broke during a bone debridement of the foot. Part easily removed, no harm done.

Manufacturer narrative:
On 3/30/16 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - a blumenthal rongeur returned used, showing staining, discoloration, no unusual markings and a broken tip. Upon further investigation it is noticed that the tip on one of the jaws is broken off. There is discoloration at the break point which indicates the rongeur was fractured and then broke off. Not knowing how the instrument was handled/processed, the complaint report is confirmed. Device history evaluation - DHR review was completed with all history available; nonconforming product report / nonconforming material report history: none; variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause undetermined.